Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of power loss events on the day of the alleged complaint. During testing, the pump intermittently powered on with the returned battery cap to a dim and discolored display. The threads of the returned battery cap were found to be stripped. The battery compartment was found to be cracked from the threads area to the case seal. The pump completed a 24 hour duration test with a test battery cap without any power or reset issues and without any call service alarms. The pump cover was opened and no damage or moisture was observed to the power circuit.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.